Event description:
The customer reported via phone call that they experienced a sg (159 mg/dl) vs bg (89mg/dl). It is unknown whether insulin delivery was suspended due to the difference. It is unknown whether issue was occurring with the current sensor and/or how long sensor had been in use. Troubleshooting was not performed. It was unknown whether the sensor was securely taped to the skin or if it had been moved. It was unknown whether the customer was taking any medications containing acetaminophen or paracetamol which could falsely raise sensor glucose readings.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.